Event description:
It was reported that the bupivacaine inside the portex® spinal anesthesia tray was ineffective. There were no allegations of malfunction with respect to the other components of the kit. The procedure was repeated with a new kit.